Event description:
It was noted the left ventricular (lv) lead had dislodged and exhibited failure to capture. The dislodgement of the lead was verified by x-ray. The lv lead was explanted. The patient was in stable condition throughout the procedure.